Manufacturer narrative:
All operating currents are within specification on the insulin pump. There were no unexpected low battery or off no power alarms noted. The insulin pump passed the off no power test, self test, unexpected restart error test, displacement test, rewind, and basic occlusion test. They were unable to prime during the prime/compromised force sensor system test due to the faulty force sensor resistor. They were unable to complete the functional test including the occlusion test and excessive no delivery alarm test due to a prime anomaly. There was no unexpected flashing black screen noted during testing. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the screen on his insulin pump was doing funky things. Customer stated that when he gives himself a bolus, the screen flashes and looks all black. Customer stated that the time battery icon and reservoir icon are fine. Customer stated that something changes the screen when it turns black and flashes. Customer stated that it stays black for 5 seconds and then turns back. Customer noticed the issue on 1-2 brief occasions yesterday. Customer stated that it became more persistent today at dinner. Customer stated that the screen was not doing this last night at work. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer was advised to insert a new battery. Customer stated that the display did not return to normal. Customer performed a self test but the pump screen was still flashing black. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.